Event description:
A doctor reported that during vitrectomy surgery, the pt's intraocular pressure (iop) was not stable. The surgery was completed with the same equipment, and there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).